Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, broken modular neck. The problem has not yet been resolved. Extraction surgery has not yet been scheduled.